Event description:
A pt, (B)(6) at the time, was admitted to the hosp on (B)(6) 2013, for a caesarean section. The cesarean section was described as "completely uncomplicated," and resulted in the delivery of a healthy male infant at 2:48 p.m. On (B)(6) 2013. During the evening of (B)(6) 2013 and early morning hours of (B)(6) 2013, the pt began experiencing vaginal bleeding with clots noted. During the early morning hours of (B)(6) 2013 the plan was to transfer pt to the operating room for dilation and curettage (d&c) to remove any remaining clots. The attending anesthesiologist for the surgery did the pre-anesthesia assessment on the pt. On the pre-anesthesia assessment done at 7:10 am, the attending anesthesiologist noted that the airway exam was normal. No possible intubation problems were noted, the heart rate was normal, the lungs were clear, the pt's asa classification was iie, the pre-operative hemoglobin was 6.5, and a general anesthetic was planned. The first attempt to intubate the pt was initiated at approximately 7:15 am by a certified registered nurse anesthetist (crna) who was acting under the supervision of the attending anesthesiologist, but was unsuccessful, the attending anesthesiologist took over the second attempt to intubate the pt, which was unsuccessful. A third attempt by the attending anesthesiologist to intubate the pt was also unsuccessful. The attending anesthesiologist requested a glidescope to provide a better view of the pt's airway and tube placement. The fourth attempt to intubate the pt, this time with a glidescope, was unsuccessful because image on the screen was totally blurry according to the attending anesthesiologist. An alternate glidescope was obtained and a 7 mm endotracheal tube was successfully placed during the fifth attempt to intubate the pt. During the lengthy time period that it took to intubate the pt, she did not receive adequate ventilation. She became hypotensive and bradycardic. Chemical resuscitation and a "code blue" were initiated. According to the attending anesthesiologist, due to post-resuscitative normal vital signs, the decision was made to proceed with the d&c. The surgery began at 8:15 am and was completed at 8:21 am. Following the surgery, the pt was taken to the intensive care unit (ICU), where neurology was consulted. An MRI of the brain showed diffuse hypoxemic ischemic encephalopathy, a brain injury caused by oxygen deprivation. The pt never recovered to a functioning level from her brain injury. She required tracheostomy and percutaneous endoscopic gastrostomy (peg) tube placement. Diagnostic testing and serial neurologic examinations confirmed that the pt was in a persistent vegetative state due to her brain injury.